Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their reservoir was damaged. The customer's blood glucose level was 280 mg/dl at the time of the incident. The customer stated that the reservoir cap came off. Troubleshooting was provided. It was also reported that leak was found in reservoir. The reservoir will be returned for analysis.